Manufacturer narrative:
Received two used 01c-smv3v3 3 gang 1o2 manfiold valve w/ check valve for inspection. One of the samples had residual fluid beneath the blue housing of the button. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. One of the samples leaked from two of the white buttons. There was no leakage on the other sample. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Received two used 01c-smv3v3 3 gang 1o2 manfiold valve w/ check valve for inspection. One of the samples had residual fluid beneath the blue housing of the button. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. One of the samples leaked from two of the white buttons. There was no leakage on the other sample. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2ml where it was reported there was leakage from the white button. The event occurred during infusion of propofol, and the length of time the device(s) were in use was 1 hour. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no medical or surgical intervention required, and no adverse operator consequences. The device was changed out or replaced with no further problems encountered. This captures 20 occurrences.